Event description:
Information received by medtronic indicated the customer experienced a high blood glucose of 250 mg/dl .the customer alleged the insulin pump was under delivering insulin for over a month. Customer performed the high pressure test and insulin pump was delivering a bit of insulin and it did not show the alarm till time later. Customer repeated high pressure test and second time the alarm did not sound at all and insulin pump did not delivering insulin. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black on (B)(6) 2022, the insulin pump was returned due to customer allegation to insulin pump under delivering causing high blood glucose. Insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. No under delivery anomaly noted during testing. In further full review of the insulin pump history on the event date of (B)(6) 2022 found bolus deliveries of 0.1u at 00:02:02, 0.075u at 01:02:05, 0.025u at 02:07:03, 0.025u at 03:07:03, 0.075 at 04:02:14, 0.075u at 05:02:13, 0.05 at 06:07:11, 0.075u at 07:02:17, 0.025 at 08:07:05, 0.025u at 09:02:08, 0.025u at 10:02:32, 0.1u at 11:02:17, 0.05u at 12:17:01, 0.025u at 13:22:04, 6.3u at 14:03:28, 0.1u at 15:02:17, 0.1u at 16:02:08, 0.1u at 17:02:09, 0.075 at 18:02:09, 0.075 at 19:02:14, 0.1 at 20:12:14, 0.1u at 21:02:15, 0.05u at 22:07:06, 0.1u at 23:02:09, 0.075u at 23:57:18. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked keypad overlay. No device problem found during full functional testing. Unable to verify customer alleged for high bgs. Customer allegation for pump under delivering not confirmed during full functional testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.